Event description:
It was reported that a merlin.net transmission revealed that the defibrillator was operating in bvvi mode. The asymptomatic patient presented to the clinic on (B)(6) 2017 and upon interrogation the device exhibited backup vvi operation. A device software download was performed which restored normal device function. The patient would continue to be monitored.